Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was able to obtain limited additional information from the patient on (B)(6) 2012 and so the complaint was classified based mostly on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time in (B)(6) 2012. The patient claimed that she obtained a blood glucose result of "362 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "185 mg/dl" with a onetouch ultra meter. The patient reported managing her diabetes with insulin pump therapy (u100 insulin) and stated that she had increased her standard insulin dose due to the alleged inaccurate high readings being obtained on the subject meter. The patient could not recall the date/time that she increased her insulin but stated that she increased it by 3 units (from 15-18 units). The patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct testing process. The cca also confirmed that the patient was using the correct test strips and that the test strips were being stored in an undamaged/un-cracked vial. The alleged issue resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being ruled out as an adverse event because the patient denied developing symptoms or receiving treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the two results being compared exceed lfs's criteria for accuracy testing.

Manufacturer narrative:
(B)(4) - device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.